Event description:
The customer reported the system displayed repeated filament regulator error messages. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament regulator and generator driver circuit boards were replaced and calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.